Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a sudden high out of range shock impedance rise. Technical services (ts) was consulted and recommended programming enhancements. No adverse patient effects were reported. This system remains in service.